Manufacturer narrative:
Concomitant medical products: etew2424c82e implanted: (B)(6) 2014; etbf3216c145e implanted: (B)(6) 2014; etlw1624c156e implanted: (B)(6) 2014; etlw1624c124e implanted: (B)(6) 2014; etew2424c82e implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use. No patient complications have been reported as a result of this event.